Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported the instruments have to be replaced. The user told on the phone that the tip of the cervical pedicle probe was twisted, and the navlock tracker orange was often not visible by the camera. It seemed that the frame was bent. There was no patient present.

Manufacturer narrative:
This regulatory report is being submitted due to a retrospective review through CAPA 626390. H3:the returned tracker is very worn with many nicks and scratches and the color faded. Both side tabs are broken off at the tip. As a result, the tracker cannot hold captive any inserted instruments. Otherwise, with markers attached and fully seated, the tracker displays good geometry and divot error readings with normal tracking and verification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.